Manufacturer narrative:
The returned device that was actually involved in the incident was examined by x-ray analysis and electrical continuity tests. The investigation revealed that the malfunction was attributable to a crack in the foil of one of the electrodes. Continuity was subsequently disrupted at the cracked portion. The area around the cracked foil and foam backing of the electrode pads had a visible crease across all layers, and aligning with the crack, that was indicative of folding (though a warning against folding the electrodes is included in the product directions for use). Manufacturing practices for the electrodes includes 100% impedance and connectivity verification prior to quality release.

Event description:
The patient was an elderly female. The customer reported that the aed20 mrl defibrillator would not recognize that the electrodes had been connected. They used a second set of the same lot of electrodes, which did work correctly. The customer reported that there was no patient injury related to the pads and that the only intervention was that the second set of pads was used. The customer also reported that "the patient was in asystole and was not "shocked" during the episode, and that the "second set of pads were used for monitoring". The patient did not survive the episode. Ballard medical could not obtain further clarification of this episode description from the customer. Ballard medical products and kimberly-clark have no first-hand knowledge of the allegations, but are relaying information received from outside sources pursuant to federal regulations.